Event description:
It was reported by service report that the siderail was stuck down, the calf support swivel ball joints were sticking and the locking mechanism was not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results ¿ siderail glide rod. Calf support ball joints. The issue was resolved for the customer by the service tech cleaning siderail glide rods and sprayed the calf support ball joints with contact cleaner. Calf supports functioned smoothly and locked properly.